Manufacturer narrative:
The local area sales representative was contacted for the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that during episode review for this system, a boston scientific technical services consultant identified noise/artefact on the shock electrograms (egm) that corresponded with inappropriately stored atr episodes due to high frequency atrial noise/artefact. Earlier stored episodes did not display noise on the atrial or right ventricular (rv) channels. Additional information was provided to the caller who inquired if the atrial observations could cause noise on the shock egm. The consultant provided further details how noise can mirror on both channels due to location of the feed thru wires on the device header. Additionally, the shock egm is programmed rv to can vector which spans the chest and could be a contributing factor. In clinic impedance and pacing testing was recommended during isometrics and provocative maneuvers. The system remains in service and no adverse patient effects were reported.